Event description:
Reportedly, the patient reported palpitations during an unplanned follow-up. The subject pacemaker was found in emergency mode and the battery impedance was 10.74 kohms on (B)(6) 2019. However, during the last follow-up performed on (B)(6) 2019, the battery impedance was 3.52 kohms and the estimated residual longevity was 11 months. The pacemaker should be replaced.

Manufacturer narrative:
Preliminary analysis revealed that, based on available data, normal battery depletion occurred (according to hrs guidelines). Ventricular noise oversensing, most probably resulting from electromagnetic interferences (emi) and/or myopotentials, was observed in the device memory.

Event description:
Reportedly, the patient reported palpitations during an unplanned follow-up. The subject pacemaker was found in emergency mode and the battery impedance was 10.74 kohms on (B)(6)2019 . However, during the last follow-up performed on (B)(6)2019 , the battery impedance was 3.52 kohms and the estimated residual longevity was 11 months. The pacemaker should be replaced.

Event description:
Reportedly, the patient reported palpitations during an unplanned follow-up. The subject pacemaker was found in emergency mode and the battery impedance was 10.74 kohms on (B)(6) 2019. However, during the last follow-up performed on (B)(6) 2019, the battery impedance was 3.52 kohms and the estimated residual longevity was 11 months. The pacemaker should be replaced.